Event description:
The dr claims that the graft was implanted in 2000 and was explanted within one week due to an infection in the area of the implant. The customer thinks the graft was contaminated. The procedure outcome was successful. The pt is fine and will be followed-up. Note: the incident date is based upon the reported info.